Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 6949 implantable tachy lead - 2007 (B)(6); 5076 implantable pacing lead - 2007 (B)(6); 5071 implantable pacing lead - 2011 (B)(6). (B)(4).

Event description:
It was reported that the device exhibited possible early elective replacement indicator (eri), and the left ventricular (lv) lead exhibited high thresholds. The device was explanted and replaced, and the lead was capped and replaced. No patient complications have been reported as a result of this event.